Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identification numbers were not provided, precluding a review of the device history record. The sales rep reported that the surgeon did not consider the event to be device related.

Event description:
Surgeon perforated the femoral canal during broaching.